Event description:
Number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage at the site event on 15-jun-2024. The blood glucose level was high at the time of event therefore the patient was treated with correction bolus via pump. The patient changed supplies as necessary and resumed insulin deliveries successfully. No further information was available.